Manufacturer narrative:
3004426659-2021-00008 / comp-(B)(4). 3004426659-2021-00009 / comp-(B)(4). Review of the lead impedance and ecog data was performed and the data is consistent with a lead break. The explanted product was not returned to neuropace for analysis.

Event description:
A routine data review of the patient's data in pdms indicated that the lead connected to port 1 demonstrated artifact and insufficient charge during impedance measurement, suggestive of a lead break. On (B)(6) 2019, detection was disabled for the lead in port 1 and the patient continued to receive treatment via the lead connected in port 2. In nov 2020 it was noted via a review of the patient's data in pdms that the lead connected to port 2 also began demonstrating intermittent artifact, although impedances were within the normal range, suggestive of a lead break. Once the second break was noted, the patient was scheduled for a surgical procedure to replace both leads connected to the rns neurostimulator. Upon explant, a break was visibly apparent in both leads, the leads were kinked at the point they were anchored to the skull via a dog-bone plate (non-neuropace product). No complications were reported during the surgical procedure and the patient is currently receiving treatment with the rns system.